Event description:
It was reported that the customer was experiencing a high blood glucose and he was treated with a manual injection. Troubleshooting was performed. The mother stated that the insulin pump was exposed to moisture and ever since the blood glucose has been high. The daily totals matched to the bolus wizard and basals. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.